Event description:
Healthcare professional reported left side "possible intracapsular rupture" and "wrinkled and softer". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1858251 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint. According to the device analysis performed in the laboratory, was observed split in patch area (ss), it is out of specification per qa199.04. According to the analysis review the reported complaint was observed, however, the workmanship is not related to the reported complaint. A review of the current risk documents was performed and the event of split in patch is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect during the trend review of all split in patch complaints for gel breast implants for the period of dec-2020 through nov-2022, was noted an outlier in apr-2021 and dec-2021. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side "possible intracapsular rupture" and "wrinkled and softer". The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluationbased on the device analysis grid, the assessments of the complaint are:¿ rupture: not observed on the device.¿ wrinkling: observed crease flat on the device.additional observations: ¿ deformation is observed.¿ device appearance (observed split in patch area (ss), it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint).